Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: (B)(4), implanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. The patient was not sure what happened. Their chiropractor did something different with a machine with their hips. And that, it turned off their stimulator. The patient won't let their chiropractor do it again. The patient mentioned, maybe their ins did migrate. But, it showed on at work again. The issue was resolved. The statement, the device was not working was clarified to mean issues with symptom control. It is unknown, if it was caused by normal battery depletion. The issue was resolved. As the patient will not have, that treatment again.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2rgvl serial# implanted: (B)(6) 2023. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6). Ubd: 01-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to a chiropractor and the chiropractor did something with their hip. Patient said they were on a machine and it twisted their hips back and forth. Patient is concerned that something got dislodged. Patient doesn't think the device is working. Patient got up on saturday and leaked all the way to the bathroom. Patient said it hasn't happened since then. Communicator powered on but handset did not. Reviewed handset needs to be charged. Patient will charge up and call back. Pt called back requesting assistance to get there "stimulator stimulating again". Pt reported they think it got turned off as pt repeated they have been having symptoms. Pt stated they needed to call back as devices needed to be charged. Agent reviewed general use of external devices. Pt initially stated handset would not power on but stated it was charged. Pt stated "it worked on (B)(6) when I needed help". Pt plugged handset into charging cord on the call and confirmed handset was fully charged then was able to power on handset. Agent reviewed how to connect with pt's ins. Pt successfully connected with their ins and confirmed therapy was on. Pt increased stimulation and confirmed feeling stimulation. Pt stated "I think I'll be ok with it" when agent asked if stimulation was comfortable and pt wanted to leave stimulation at this setting. Pt will monitor symptoms now that therapy adjustment was made.